Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a prolonged lead implant procedure that exceeded four hours, the patient suddenly developed an episode of heart failure with oxygen desaturation and was no longer able to tolerate the procedure. Subsequently, the attempted left bundle branch (lbb) lead was not implanted. Additionally, a left ventricular (lv) lead was also attempted, but had exhibited high capture thresholds. The lv lead was not implanted. The patient was noted to have an abnormal anatomy with excessively small left ventricular side veins. The procedure was aborted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: d6a, d6b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the high pacing thresholds were attributed to the patient¿s abnormal anatomy.